Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(4) reportedly operated as intended and will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. Patient was upgraded to status 2 secondary to ventricular tachycardia (vt). The device operated as expected.